Manufacturer narrative:
G3: the device was evaluated on 18 nov 2021. H3: device evaluation: the device was returned and evaluated by a cross functional team. The proximal coupler was cut off and not returned. This particular program cuts the proximal plug at the conclusion of the extraction portion of the case for sterility purposes. An obvious kink and a breach to the device''s outer jacket was seen 3 inches from the device''s distal tip. Broken fibers were present and the device's outer jacket was melted in the area of the breach. This failure is due to excessive force placed on the device in this area. In the spectranetics glidelight IFU, precautions state that the laser sheath should be gently pressed into the obstructing tissue, and while lasing, use gentle pressure on the laser sheath to advance the device. Due to excessive force placed on the device, it became kinked and then lasing was performed. The broken fibers at the area of the kink produced laser energy, which created a breach in the outer jacket. This has been determined to be a use related failure.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction. While the physician was using a spectranetics 14f glidelight laser sheath to extract the lead, damaged fibers were noted coming from the catheter. The physician completed the procedure with a spectranetics tightrail rotating dilator sheath. The procedure was successful with no reported patient harm. This event is being reported due to unintended radiation exposure from the glidelight device, potential for harm.

Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. Device lot number, expiration date unk. The device was received, but evaluation has not yet begun. A supplemental MDR will be submitted after device evaluation and investigation have been completed. Device manufacture date unk because lot number unk.